Manufacturer narrative:
The estimated event date is 06/04/2026. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that two stealth 360 peripheral orbital atherectomy devices became stuck in vessel and one was observed to be bent. Additional information was not available.